Event description:
Conmed japan reported on behalf of their customer that the device, ias12-100lpi, 12 mm access port & palm grip obt w/bladeless optical tip was being used on (B)(6) 2024 during a thoracoscopic esophagectomy and ¿when the airseal port was removed, it was found that the tip of the airseal port was broken. The fragments that had fallen into the thoracic cavity were retrieved using grasping forceps. The retrieval process did not take long.¿. There was no impact or injury to the patient. The procedure was completed without the use of an alternate device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.

Manufacturer narrative:
Examination of returned used device found that the tip was broken off. No broken pieces were sent back with the device. Root cause cannot be determined, however, based upon evaluation of the device; a possible cause of this event could be excessive force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 131 reports, regarding 134 devices, for this device family and failure mode. During this same time frame 1,665,360 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00008. Per the instructions for use, the user is advised the following: failure to properly follow the instructions for use can lead to serious surgical consequences. Use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Take care that the outer wall of the airseal access port is only in contact with tissue and is neither trapped between nor collides with hard surfaces, such as other instruments or bone. Prolonged or sudden contact with hard surfaces can result in damage to or breakage of the access port. Do not use excessive downward force. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of their customer that the device, ias12-100lpi, 12 mm access port & palm grip obt w/bladeless optical tip was being used on (B)(6) 2024 during a thoracoscopic esophagectomy and ¿when the airseal port was removed, it was found that the tip of the airseal port was broken. The fragments that had fallen into the thoracic cavity were retrieved using grasping forceps. The retrieval process did not take long.¿. There was no impact or injury to the patient. The procedure was completed without the use of an alternate device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.